Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer received bolus from the insulin pump. Customer did not alleged that the insulin pump was under delivering. Customer reported that they were not using auto mode at that time of incidence customer reported that they passed self test. The insulin pump will not be returned for analysis.